Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage with no signs of stretching, damage or extrusion kinks. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. Solidified media was evident inside the lumen of the shaft which suggests that the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 4.00 promus premier&#10244;rug-eluting stent was selected to treat the target lesion. However, the tip of the stent was broken while being unpacked. One part of the device was disassembled and turned up.

Event description:
It was reported that stent damage occurred. A 38 x 4.00 promus premier¿ drug-eluting stent was selected to treat the target lesion. However, the tip of the stent was broken while being unpacked. One part of the device was disassembled and turned up.